Event description:
The device was not returned to the manufacturer after the patient's death (on (B) (6) 2008). Review of device performance data revealed the rv impedance measurements were infinite after (B) (6) 2007. The sensing integrity counter was elevated starting (B) (6) 2007. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The file is dated (B) (6) 2007. The rv impedance measurements were infinite after (B) (6) 2007. The sensing integrity counter was elevated starting (B) (6) 2007. It is unclear what may have produced these results.